Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that an (B)(6) year old male patient was receiving treatment for an aortic aneurysm. On (B)(6) 2013, the patient underwent an endovascular aortic repair (evar) procedure with a cook main body device and a zenith flex with spiral-z technology abdominal aortic aneurysm (aaa ) endovascular graft iliac leg device. At the conclusion of the procedure, the devices were said to be patent with no external compression, flow limiting kinks or thrombus. On (B)(6) 2013, the patient died (78 days post procedure). The site reported the cause of death as cerebrovascular accident/stroke (cva) related to study procedure. Autopsy results and additional information have been requested but not yet provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU) and quality control data was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Review of the device history record could not be performed as the lot number was not provided. Per the instructions for use (IFU): " vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. Potential adverse events that may occur and/or require intervention include, but are not limited to: cardiac complications and subsequent attendant problems." In addition the IFU also states that "all patients should be monitored closely and checked periodically for a change in the condition of their disease. Patients with specific clinical findings (e.g., endoleak, enlarging aneurysm or changes in structure or position of the endovascular graft) should receive enhanced follow-up." Based on the provided information and results of the investigation, a definitive root cause could not conclusively be determined. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
It was reported that 78 days post endovascular aneurysm repair (evar) for treatment of abdominal aortic aneurysm (aaa) this patient suffered a cerebrovascular accident (cva) and subsequently expired. The site reported the cause of death to be cva, related to the study procedure. Autopsy results were requested but not provided.